Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient received inappropriate antitachycardia pacing therapy due to some of the intervals falling into the ventricular fibrillation zone. The ventricular fibrillation zone and the interval detection settings were increased. The patient was in stable condition before, during, and after the event.